Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient was preoperatively diagnosed with lateral recess stenosis, l4-l5, l5-s1 with compression of nerve root and degenerative disk disease at l4-l5 and l5-s1 and underwent the following procedures: left l4-l5 and l5-s1 posterior decompression laminotomies and foraminotomies; transforaminal lumbar interbody cage fusion using bmp(bone morphogenic protein) and at l4-l5 and l5-s1; percutaneous l4 to s1 percutaneous pedicle fixation; left posterolateral wall fusion, l4-l5, l5-s1. As per op-notes¿ copious amounts of antibiotic irrigation was then used. Local autograft had been saved as cushion to the disc space and then the bmp filled peek cage was inserted obliquely. This covered both sides. Final positioning was confirmed using fluoroscopy. Attention was then turned to the l4-l5 disc space. Again, the guide wire was used and a series of dilators used until a 22 mm working channel had been achieved. Again another peek cage filled with bmp placed obliquely across the disc space at l4-l5. Prior to placement, local bone was again placed within the disc space. The metrix tube was then wound posterolaterally and more bone was placed in the posterolateral space for fusion material. At this point, pedicle screws were placed percutaneously via the dissection system into l4 and s1. A jamshidi needle was used to cannulate the pedicles followed by a guide wire and dilators¿. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.